Event description:
It was reported that revision surgery was performed due to a possible soft tisse reaction and metallosis.

Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
(B)(4).